Event description:
A customer contacted stryker to report that their device displays a black screen along with a service light. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify the reported issue. After replacing the user interface pcb assembly and additionally the system pcb assembly, the device passed functional and performance testing and was returned to the customer. Stryker further evaluated the replaced parts at the product analyses center (pac) and the cause of the reported issue was determined to be due to the short and partially loose capacitor c181 on the user interface pcb assembly.

Event description:
A customer contacted stryker to report that their device displays a black screen along with a service light. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.